Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the trial the patient's healthcare provider (hcp) used two leads--the lead on their right side didn't work well, but the lead on the left side worked really well ("like 80%"). As a result, the patient expected the ins to be implanted on their left side, but on implant date ((B)(6) 2025) a manufacturer representative (rep) told them it was implanted on their right side. The patient was disappointed because now they were stuck with the ins being on their right side with the therapy not working. The patient said the therapy was maybe 20% effective at the time of the call. The patient added that the rep's miscommunication resulted in them messing up their quality of life. The patient's reason for calling was to file a service complaint. The patient was redirected to their hcp to further address the issue. The patient provided the name of their managing hcp, and also provided the name of the rep who assisted them during their trial, but they did not know the name of the rep who was present on implant date.